Event description:
It was reported the system displayed and error message indicating the system software was corrupt. This likely resulted in a no boot situation and/or a system lock up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.